Manufacturer narrative:
(B)(4).

Event description:
It was reported that this event occurred in the ICU adult department. This event involved a (B)(6), diagnosed as morbidly obese at the time of this procedure. During removal of the swg, "when picking the guide are observed resistance so it was not possible to withdraw leaving the tip, it is ordered radiography watching the tip of the guide at the distal third below the clavicle. Is ordered doppler of subclavias vessels to determine location and intervention quirurgica for retirement guide, start cardiac catheterization and coronary arteriography". The tip of the swg separated from the guidewire during removal. As a result, doppler ultrasound was ordered to determine the location of the tip inside the pt, however, it is unk whether ultrasound guidance located the tip or not. The catheter was allegedly removed and replaced successfully. Surgical intervention was necessary in order to remove the piece (tip) of the swg that remained in the pt. There was no delay, harm, complication, or death reported to the pt as a result of this occurrence.